Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, the receiver (B)(4), that was being used with the transmitter during the reported event of permanent out of range was returned. Evaluation of the returned receiver did not confirm the reported event.

Event description:
Consumer reported intermittent out of range. The consumer did not report any medical intervention or injuries.